Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional later reported "diffuse punctiform calcifications", "radial folds and some sides with periprosthetic fluid" and "fibrocystic changes and solid nodules not device related". Device remains implanted.